Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, into a patient with moderate calcification and a gradient of 40 mmhg, a pre-implant dilatation with a 20 mm balloon was performed. The valve was released and stable in its position. Following removal of the dcs, a severe migration of the valve into the left ventricle was seen on angiography. The patient was stable; therefore, two snares were used to the pull the valve out of the left ventricular outflow tract (lvot) to the ascending aorta. Subsequently, a second transcatheter non-medtronic valve was implanted. No adverse patient effects were reported.